Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7121460/7121706, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7090778/7090856, UDI: (B)(4).

Event description:
It was reported that upon an implantable pulse generator (ipg) replacement procedure it was noticed that the patients spinal cord stimulation (scs) leads had pulled out of the epidural space. The physician decided to explant the scs system. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.